Event description:
It was reported that high impedance was seen during an office visit. The patient was referred for full revision surgery accordingly. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent full revision surgery. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.